Manufacturer narrative:
Updated initial reporter info.

Event description:
Additional information received from patient indicated the loss of therapy has been resolved.

Event description:
The patient reported poor communication. It was confirmed that the implantable neurostimulator (ins) battery was half full in (B)(6) 2016 so the battery should not be a factor. The patient experienced a loss of therapy. The patient thought that their therapy had stopped; they were really having trouble especially at night. No falls/trauma, medical procedures or electromagnetic interference was known to be related to the issue. The patient's changes in their therapy/symptoms occurred suddenly. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.